Manufacturer narrative:
The ge service representative conducted an on site investigation. The interconnect cables were replaced. The system was tested and operates as intended.

Event description:
The customer reported that the system displayed a communication failure error message.